Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however, defib conductor distorted, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, apparent explant damage noted, blood and tissue in helix, and blood noted on outer tubing overlay and helix mechanism; the analyst noted that there were two sets of setscrew marks on the is-1 pin and one set is too proximal; thus at some point lead was not fully inserted into the device; full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.